Event description:
The pt was unable to adjust stimulation. A "call your doctor" icon displayed. A power on reset (por) occurred. The pt was charging and was able to clear the por. He was fine.

Manufacturer narrative:
(B) (4).